Manufacturer narrative:
B5 - a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced pupil block with elevated iop, pigment dispersion and unreactive (fixed) pupil. Due to pupil block with elevated iop, pigment dispersion and unreactive (fixed) pupil, surgical pi was performed. On same day the lens was explanted. This did not resolve the problem. On a separate day, the lens was replaced with a different model but same length lens. This resolved the problem. Cause of the event was reported as "patient related factor".

Manufacturer narrative:
B5 - a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced pupil block with elevated iop, pigment dispersion and unreactive (fixed) pupil. Due to pupil block with elevated iop, pigment dispersion and unreactive (fixed) pupil, surgical pi was performed. On same day the lens was explanted. This did not resolve the problem. The cause of the event was reported as device. G4 - premarket identification PMA/510(k): p030016 combination product corrected to no in initial MDR h6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. H6 - health effect - clinical code (e): 4581 pigment dispersion. Claim # (B)(4).

Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Pupillary block, iop elevation from baseline and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4)

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced pupil block with elevated iop, pigment dispersion and unreactive (fixed) pupil. Due to pupil block with elevated iop, pigment dispersion and unreactive (fixed) pupil, surgical pi was performed. On a separate day the lens was explanted. Cause of the event was reported as device.